Event description:
It was reported that during the implant, high, out of range, high voltage lead impedance was observed. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.